Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12379. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The anatomy was reported as a bi-lobe laa. There was no difficulty noted during transseptal puncture. Initially 6000 units of heparin were administered and then an additional 3000 units administered when activated clotting time was 244sec. A watchman® access system (was) was then positioned in the laa. A 21mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed. The closure device was too distal, therefore a partial recapture was performed. After the partial recapture a pericardial effusion was observed which measured 5mm. The physician fully recaptured the device and removed it from the patient. The heparin was reversed with protamine and the effusion increased gradually. A drain was placed via subxiphoid approach. The hemodynamic state of the patient always ¿preserved¿. Autotransfusion of blood was performed and the patient stabilized soon with a normal pericardium approximately 1.5 hours post discovery of the effusion. The closure procedure was aborted. The patient was transferred for surveillance. The physician later confirmed that the patient was well.